Event description:
It was reported that a cartridge alarm occurred multiple times in the past month, with the customer's blood glucose level displayed "high", although specific values were not provided. The customer attempted to correct the high blood glucose by administering a correction bolus via the pump. The customer agreed to use the current pump and rely on alternate methods if necessary.